Event description:
It was reported that a patient with an obsolete compression fracture underwent an interspinous procedure on 2 levels. Approximately one month post-op, the patient required another surgical procedure to remove the 2 implants; the patient experienced an infection and stenosis from the collapsed obsolete vertebral compression fracture. The infection was found through lab data. There was no pus or necrosis of tissue around the site. Patient status is reported as "good" at this time. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.